Event description:
It was reported to boston scientific corp that while performing a prostate biopsy using the easycore biopsy needle, the device misfired outside of the pt. The date of the event is not known. This is the second of two malfunctions that occurred during the procedure. See MFR. Report #3005099803-2008-00474. It was reported that a third, same type device, was used to complete the procedure. There were no complications reported.

Manufacturer narrative:
The complainant indicated that the device was disposed of. A lot history search was performed and found 5 similar complaints have been reported from this lot. The apr 2008 prostate product family trending chart was reviewed; no unfavorable trend was noted.